Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen cracked, preventing the user from accessing the device, and a replacement was arranged while the original was to be returned. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included no hospitalization, no medical intervention, and no long-term impact reported. Investigation included customer interviews and collection of return logistics information. The returned device was received. Investigation of this case revealed a device display damage problem affecting the user interface, with the pump otherwise free of reported alerts or alarms, it was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display consistent with user handling or external impact and not a manufacturing or design defect.